Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that when performing a demo on a resin head in the prone position, the reported imprecision could be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision was observed following registration. The representative reported that the imprecision was 1 centimeter at the midline and that the site attempted multiple registrations. It was reported that initial registration was initially ten centimeters, and that after half an hour of tracing, the accuracy was sufficient to proceed. However, once dissecting down to the midline, the imprecision was observed. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of half an hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that no healthy tissue was resected due to the reported issue.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The registration performed was found to be focused on the region of entry and not the target. It was noted that registration points were inside of the skin as well.